Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no act, down and up button response due to corroded keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.